Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was behind by one hour. The customer did not adjust the pump time for daylight savings. Customer's blood glucose level was not impacted. At the time of the report, customer's bg level was 102 mg/dl.